Event description:
It was reported that the patient presented for initial implant of the right ventricular lead. During the procedure the lead dislodged from the fixed position, and the pacing impedance measurment was high. The lead was removed, and an attempt was made to rotate the helix, however the helix failed to extend after several attempts. The procedure was successfully completed with a replacement lead. The patient was stable.

Manufacturer narrative:
The report events were lead dislodgement, helix mechanism issue and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of a helix mechanism issue was confirmed. After the lead was cut and cleaned, torque was applied directly to the connector pin, and the helix was able to extend and retract. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. The report event of high pacing impedance was not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts.